Manufacturer narrative:
Manufacture date: february 27, 2017 ¿ march 1, 2017. One actual infusor unit was received for sample evaluation. The unit was returned containing approximately 118ml of fluid in the bladder. A visual inspection via the naked eye showed no evidence of leak either inside or outside of the device. The blue winged luer cap was noted to be securely tightened. A functional leak test was subsequently performed by filling the bladder with green colored water. After fill, the blue winged luer cap was securely tightened then the unit was being monitored until the next day and no evidence of leak was observed. However, when the blue winged luer cap was not securely tightened, leak was observed at the blue winged luer cap. The infusor was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed from the distal end of a small volume infusor luer (the connection between the luer and the luer cap) although the luer cap was closed after filling. When the pharmacist opened and closed the luer cap again, the leakage was not confirmed. However, the pharmacist requested an investigation for the cause of the leakage. There was no patient involvement. No additional information is available.